Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification with respect to the reported false upstream occlusion alarms, which were not reproduced. The false messages were confirmed through review of the event history log. The device passed testing and no component could be identified for causality.